Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill messages. Reportedly, the cartridge was filled with 300 units of insulin. There was no impact to the customer's blood glucose level. The customer was able to load a new cartridge successfully.